Event description:
Pt had a ptca procedure. During that procedure a stent was placed and it bent. A balloon catheter was being used to manipulate the stent and it ruptured. Pt was sent to or to remove the stent and have 3 vessel CABG.